Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the battery life of the insulin pump was not adequate. No harm requiring medical intervention was reported. The troubleshooting was performed and it was found that the customer was getting 'replace battery now alarm'. The customer had discontinued to use the device. The insulin pump was returned for the product analysis.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section h10 with this report. Customer returned insulin pump for an alleged low battery life or low battery alert found on november 12, 2022. The insulin pump passed the self test, displacement test and active current measurement. However, the insulin pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. There was no low battery life or low battery alert recorded in the formatted history file for the event date. The insulin pump trace download analysis confirmed the insulin pump alarmed insulin pump error , unexpected battery power loss or replace battery alert/replace battery now alarm and power loss alarm. Replace battery alert was recorded and found in the formatted history file on: the power management tool confirmed insulin pump error alarm, high sleep current measurement (unexpected battery power loss or replace battery alert/replace battery now alarm) and power loss alarm were triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6/ electrical board 1. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on j6/ electrical board 1, the insulin pump was monitored and functioned properly. Insulin pump was cut open to perform visual inspection and found slight corrosion on the electrical board 1, electrical board 2, force sensor, motor and vibrator assembly noted. Corrosion was also found on the battery tube assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. Low battery life or low battery alert was not confirmed. However, insulin pump error alarm, high sleep current measurement (unexpected battery power loss or replace battery alert/replace battery now alarm and power loss alarm were confirmed. Insulin pump error alarm, unexpected battery power loss or replace battery alert/replace battery now alarm, power loss alarm and high sleep current measurement were due to connector resistance j6/ electrical board 1, during visual inspection, found slight corrosion on the electrical board 1, electrical board 2, force sensor, motor and vibrator assembly noted. Corrosion was also found on the battery tube assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.